Manufacturer narrative:
Clarification: suspect product: lot number . Type of investigation code: b15, b18, b20. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of mild viral cough, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient was injected with one syringe of juvéderm® voluma® with lidocaine after which the patient experienced a mild viral cough, deemed not device related. About two and half weeks post injection, patient was inject with another syringe of juvéderm® voluma® with lidocaine in the subzygoma hollow and anterior cheek. Approximately a week and a half later, patient reported stinging and itchy rash starting initially on right cheek, which then spread to both sides. Symptoms affected mainly cheeks and jowls. Hcp advised patient to take antihistamines. Approximately a little over a week, itching/stinging had mostly resolved with oedema/swelling also mainly resolved. Patient still has some residual mild patchy erythema on anterior cheeks (mostly on left) and left marionette/jowl but much improved.